Event description:
It was reported that the cartridge was not fully snapping into the pump. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to remove the pump case and inspect various components, ultimately finding an o-ring on the pneumatic tap, which was removed. The customer successfully completed the loading process of a new cartridge onto the pump and was able to resume insulin delivery.